Manufacturer narrative:
The sample was not returned. Testing could not be performed. With no additional, related information provided, the reported event was not able to be confirmed. Based upon the information obtained, the root cause of the reported event cannot be determined. A check of the batch production record for this lot showed no unusual manufacturing issues. A check of the complaint records showed no other complaints against this lot. A check of confirmed complaints for regulators with low or no flow showed multiple complaints. Based upon the information obtained, the root cause of the reported event cannot be determined. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an ophthalmic gas dispensing regulator did not function and it could not release the gases. The procedure details and patient impact were not reported. Additional information has been requested, but none received to date.